Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with multiple syncopal episodes. The right ventricular lead (rv) was noted to have noise, oversensing, and loss of capture when the patient was coughing or gagging. Pocket manipulation produced non capture and a little noise. The patient had a transcutaneous pacing device placed, and the following day the rv lead was replaced. The lead was noted to be fractured. No further patient complications have been reported as a result of this event.